Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The unknown target lesion was predilated using a 2.5 x 12 mm and 1.5 x 12 mm non-bsc balloon catheter. A 16mm x 3.50mm ion stent was advanced but unable to cross the lesion. The stent was then removed and was deemed unusable due to damaged stent struts. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.